Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 10, 2021. Section h3: evaluated by manufacturer: yes. . Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during implantation. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that 3 additional complaints were received for this production order. They are not related to the complaint issues reported in this investigation and therefore no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was partially inserted and removed from the patient's right (od) eye because the patient had a posterior capsular tear. The surgeon removed and replaced it with non-johnson & johnson anterior chamber lens. A vitrectomy was performed during the procedure. The patient was reported to be doing fine post-operatively. No additional information provided.